Event description:
It was reported to baxter that one (1) ce intermate lv250 device was observed with "hair in the balloon". This was discovered before filling. There is no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Additional narrative: per the customer, the sample is not available for evaluation. Therefore, the reported condition of "hair in the balloon" could not be confirmed. Should the device and/or any additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Additional information: baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through im-CAPA-(B)(4). A batch review was performed finding that no exception/non-conformance reports were documented for this lot. All release criteria were met for the build of the lot.